Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter occupation: synthes mitek rep. (B)(4). The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the sales mit4ek rep via phone that during a bicep repair procedure the suture bridge on their lupine loop rapide anchor with orthocord ds broke when the surgeon removed the guide and pulled on the sutures to check if they were tight but the sutures came right out. The surgeon decides to leave the anchor, unused as it would cause more damage to remove it. The procedure was completed with another anchor with no patient harm or surgical delay to the case. The sales rep stated that the surgeon had planned on to using two anchors to fix the repair but was only able to use one due to lack of real estate space. The device will not be returning as it is still implanted. This report is for one (1) lupine br ds w/orthcrd. This report is 1 of 1 for pc-(B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The complaint device is not being returned, it is still implanted, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device lot number on 11-15-2019 and no non-conformances were identified. One possible root cause for the reported failure could be the suture loop was too loose resulting in the suture coming out of the mouth of the anchor. However without the return of the anchor and no further information being provided, we cannot determine a definitive root cause of the reported problem. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot a manufacturing record evaluation was performed for the finished device lot number on 11-15-2019 and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.